Manufacturer narrative:
Device component code relates to device problem code for the reported event of basket wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a transurethral lithotripsy (tul) performed on (B)(6) 2017. According to complainant, during the procedure, a zero tip basket was used to remove stones in the kidney. However, the basket wire got separated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no injury". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.